Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal [2000 mcg/ml] at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2016-dec-31 that the patient was taken to the emergency room (ER) with overdose symptoms. The pump was interrogated in the ER, per the ER physician¿s request as troubleshooting performed. There were no alarms or indication of a pump stall, etc. It was noted as environmental/external/patient factors that may have led or contributed to the issue that follow-up with the mid-level managing physician that was managing the patient indicated that the patient had a positive toxicology screen for opiates that may have induced overdose symptoms. The pump was put to minimum rate as an intervention/action taken to resolve the issue. It was reported that no surgical intervention occurred and no surgical intervention was planned. At the time of the report, the patient status was ¿alive ¿ no injury¿ and the issue was resolved.

Event description:
Additional information was received from a manufacturer¿s representative. The event date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated contradictory statements about the reported emergency room visit and overdose event. It was reported that the healthcare provider (hcp) thought the patient was overdosing but that was not the case. The caller reported that the hcp thought the issue was with the pump but that the hcp did not know anything about the pump or why they needed to do. No further complications have been reported in regards to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated that the patient went to the emergency room due to respiratory arrest. No further complications have been reported in regards to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.